Event description:
It was reported that during device changeout, when the chronic lead was connected to the new device, high, out of range lv lead impedance was observed. The lv lead impedance was normal prior to changeout and when tested with the system analyzer. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.